Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications were not populated on station after the system upgrade. A technical support specialist reviewed the data synchronization logs, confirming that the station was communicating properly. The tss then accessed the server and logged in to the pharmacy enterprise server (pes). The tss checked the device for the latest upload, which was current, and reviewed the xml messages, confirming that they were up to date with no stuck messages. Additionally, the carefusion coordination engine (cce) showed no disconnected flags. A full device report was run on the server, and the required medications were successfully located. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a medication was not showing up on station after system upgrade. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.